Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller went to adjust the patient's stimulation when they saw a por message. The patient stated they were redirected to patient services from the voicemail box of their mdt representative. Reviewed por message. The caller is concerned the patient's implanting hcp, will not be able to see them for a while. The caller was emailed a list of hcps closer to them and patient. They are also very concerned the patient will begin to experience a return of symptoms. The patient was redirected to their healthcare provider to further address the issue.